Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed; there was calcification present in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was empirically confirmed. Available information suggests calcification likely contributed to the event as the customer reported presence of ''significant amount of calcium in the aortic root'' and provided imagery showed presence of calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral transcatheter aortic valve replacement (tavr with a 23mm sapien 3 ultra valve, the 23mm commander delivery system (ds) balloon burst during inflation. A new ds was prepped and used to post dilate with success. There was damage also noticed to the balloon shaft. The balloon burst due to a shelf of calcium in the annular root down into the left ventricular outflow tract (lvot). There was no injury to the patient, the valve was successfully deployed, and the patient is in stable condition.

Manufacturer narrative:
The investigation is ongoing.